Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with multiple pause episodes. Upon review of the electrograms on the insertable cardiac monitor, the pause episodes were false due to undersensing. The device loss electrode contact and was exhibiting noise. No intervention was performed. The patient was stable and would continue to be monitored.